Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service issues similar to the reported complaint or similar to the service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Recalls: syr 8110 v9.15.1.2 watchdog recall recall completed. Syr 8110 split nut recall 2 recall completed. Repairs: customer: "failed plunger pos." (I took this to mean "plunger position calibration or accuracy): ran pfa/ppa 3x. No failures. Noted mid frequency "ticking" as pressure was applied & released during pfa. Suspect bad or very dirty carriage block/guide rod. Also, split nuts slip on manual test (along with 351.6660 errors on log), split nuts need replacing. For the ticking problem: replaced carriage block / split nut assy. Retested: no more noise. Keypad: scratched (lt of ch sel): replaced keypad assy. Front case: cracked: top/lt/dome, bel prs hsng, bot/ctr/edg; dented: lt/1, rt/1, bot/3x: replaced front case & top disc holder (corroded insert). Rear case: cracked: lt&rt/fr/cnr, bot/rt/mid/scr, base/lt/fr/scr/2x; dents: both bot/rr/cnr, bot/rt/fr/cnr: replaced rear case. Carry handle cracked: replaced. Barrel clamp cracked: replaced barrel clamp, seal, & bushing. Tube drive: bent (lt & down): replaced drive tube, sleeve, & seal. Iui's: oxidized contacts: replaced both iui's. Module latch: worn actuator: replaced. Incidental repair parts: 2 (old style) split nuts & c-rings, 2 feet, 2 labels, 1 mylar gasket, 1 sensor flag leaf spring. Maintenance actions: calibration completed. P/m completed. Tamper seal: intact. (B)(4).